Event description:
A malfunction with code malf 9 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance with resetting the pump, and the customer was able to continue using it without the malfunction recurring. The customer was advised to call back if the issue reappears, and they understood the instructions provided.